Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited undefined high pacing impedance and noise on non-sustained ventricular tachycardia classified events. There was a confirmed fracture of the rv lead. Initially, rv lead detections were turned off. The rv lead was then capped but was not replaced due to physician judgement. No patient complications have been reported as a result of this event.